Event description:
Customer reports system monitor(s) would not show fluoro image. No reported injury.

Manufacturer narrative:
Field service engineer could not reproduce reported problem. Fse reset the system and tested and verified the system operational function per sedecal generator service manual. The system was returned to full service by the customer.